Event description:
It was reported that the right atrial (ra) lead exhibited undersensing while the patient was in atrial fibrillation (af). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4024-58 lead implanted: 2001 (B)(6). (B)(4)